Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon was inflated and the stent was successfully implanted, but it was difficult to get the balloon to deflate. The physician pulled negative enough to pull the partially inflated balloon through the guiding catheter. Once the balloon catheter was removed, it was found to be slightly inflated. The pt is reported to be doing fine. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with the balloon partially inflated with what appeared to be a thick contrast both in the balloon and inflation lumen. Attempts were made to inflate the balloon, but the balloon would not inflate due to the thick dried contrast. Multiple attempts were made to remove or dilute the thick contrast. Eventually, the balloon could be inflated to rated burst pressure with no abnormalities noted. The deflation time was measured; however, did not meet mfg criteria. The contrast mixture was never fully removed from the device which appears to be the cause of the slow deflation. Balloon deflation can be affected by a variety of factors, including a reduction dimensionally of the inflation lumen (controlled by the guide wire lumen's outside dimensions and the inflation lumen's inside dimensions), the total length of the sds shaft too long, balloon too large, a blockage in the inflation lumen, kink(s) in the shaft, pt anatomy, or a thick contrast mixture. The sds lumens (guide wire lumen and inflation lumen) were measured and the total length of the sds was measured, all of which met the mfg criteria. The balloon size was verified and measured, which met the mfg criteria. A review of the lot history record (lhr) showed that the final product testing for deflation times met the product specification. The lhr review did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There was a kink in the inner member (located 5cm distal to the guide wire exit notch) and multiple bends in the hypotube distal to the strain relief tubing. No discrepancies were reported or observed by the account during the preparation and inspection of the product. A pre-existing kink or bend in the shaft would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. The kink and bends may be related to the procedure or to the handling during return packaging to abbott vascular, and does not appear to have contributed to the slow deflation time. In conclusion, a specific cause for the slow deflation time, exceeding the mfg specification, appears to be related to the contrast mixture. The sds contained what appeared to be a thick contrast as evident by the contrast residue remaining in the balloon during deflation testing, which did affect the deflation times. Multiple attempts were made to both flush and dilute the contrast in the balloon and inflation lumen with no success. No mfg quality deficiencies were observed, suggesting that the slow deflation time may be related to contrast mixture. Per the IFU, section 9.2 materials required section, states to use a "60% contrast diluted 1:1 with normal saline" mixture. Product performance engineering will monitor the incident circumstances. During production, all sds guide wire lumen inside diameters are 100% dimensionally checked, samples of the distal shaft outer diameter dimensions are dimensionally inspected after each die change, the total length of all sds, and crimped stent balloon outside dimensions and balloon lengths are measured to the product specification. In addition, all sds shaft are 100% visually inspected for shaft damage and a sampling from each lot is pulled for deflation testing.